Event description:
It was reported that pump experienced malfunction alarm malf 12 that persisted even after caller reset pump using instructions from technical support. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.